Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient has alleged lump in her breast, and breast cancer. The patient also got for mammogram and testing, also taking medication for cancer. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.